Event description:
It was stated that the insulin pump had no button response. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. Unable to test for the button/keypad anomaly due to the blank display.